Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 977d260 (lot: va38fff020); product type: 0215-screening device; implant date (B)(4) 2026; explant date (B)(4) 2026 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the trial lead was explanted because it was fractured. A re-trial was attempted or planned at the patient's request. The issue was resolved. No patient complications have been reported as a result of this event. The manufacturer representative indicated they would send any further information as they become aware.

Manufacturer narrative:
Analysis: pli#10 ID#977d260 analysis identified that the stim lead/body/conductor(s) 0, 2, and 5 were broken in the body of the lead; consistent with overstress damage. Pli#20 ID#9772501 the returned device passed all testing in the laboratory and no anomalies were identified medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977d260 lot# va38fff020 implanted:(B)(6) 2026 explanted: (B)(6)2026 product type screening device medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep provided the serial number for the trial stimulator. Rep suspected the lead fracture was due to how it was taped. Rep said they have the device and was waiting on a return mailer kit for it will be returned. The information was confirmed by the physician.